Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient stated that three days prior to admission he noticed that his right arm went from being 90% functional to 50% functional. He isn't sure if the symptoms would come and go but he is certain that he was symptomatic for the majority of the three days. He chose to minimize the symptoms assuming they would resolve. "The on the day of admission he was at home and last known normal at 11:30pm". At 1:30am he tried to stand from his chair when he noticed he had difficulty walking, worsened right arm weakness and facial weakness. He woke up his daughter who called the ambulance. The patient was initially transferred to the closest hospital but then brought over to another hospital. He arrived at 3:00am when the stroke code was called. Of note the patient states that he has had multiple lvad low flow warning over the last few days (indicated low bp) and on friday his inr was supratherapeutic at 5.6 and he was told by his cardiologist to hold his coumadin for 2 days which he did. Ros is negative for sensory changes, no speech arrest, no visual changes. Ros negative for infectious like symptoms. Presented with right sided weakness and dysarthria. History of old infarct, with suspected new stroke. Plan of care: repeat head CT, neuro consult, follow up echo and carotid duplex. Hospital course stroke team was consulted. Coumadin was held for supratherapeutic inr on admission. On (B)(6) 2014: patient is to follow up with the stroke team as an outpatient and rehab consult recommended. No additional information available.